Manufacturer narrative:
The contact¿s phone number was not provided. The manufacturing location is currently not available. The device manufacture date is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor of the reciprocating saw attachment device failed in the deployment of the force in the patient's bone. The reporter stated that the motor lost power and the device was expelled. According to the reporter, there was a delay to the surgical procedure. However, the exact duration of the delay was not specified. It was not reported if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
On may 4, 2016, additional information was provided by the reporter. The reporter confirmed that there was no allegation of malfunction against the saw blade device for this event. Therefore, the event numbering has been updated from ¿report 1 of 3 for the same event¿ to ¿report 1 of 2 for the same event¿. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that in addition to the reciprocating saw attachment device mentioned in the initial report, additional devices were also involved in this event. Therefore, the air pen drive device and the saw blade device has been included in this event and added in the concomitant medical products section. Furthermore, the event numbering has been updated to ¿report 1 of 3 for the same event¿. The reporter further clarified that the motor mentioned in the initial report was not the motor of the reciprocating saw attachment device, but the air pen drive device. It was further reported that the air pen drive device ¿motor¿ failed in the deployment of the force in the patient's bone. According to the reporter, the air pen drive device lost power and the reciprocating saw attachment device became jammed, releasing the saw blade device. There was a sixty minute delay to the surgical procedure. A spare air pen drive device was used to complete the surgery. The reporter indicated that the status of the patient was in good condition. The reporter provided the customer¿s name and address. This information has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as jun 27, 2011. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that some of the coupling parts were damaged on the device. It was further determined that the saw device could not lock inside the attachment device. It was further observed that the spring, connecting rod and the fixing pin were damaged. It was further determined that the parts might have been damaged due to a high strength applied during the saw operation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.